Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a discolored display, intermittently responsive keys, and contamination under the key contacts. This report is made based on the results of an investigation completed on 09/27/2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 09/27/2013 with the following findings: observed a pink contrast on the display screen. Removed cover and inserted a new test screen. Test screen has normal contrast. The keypad is torn and the contrast, up, down and ok keys are intermittently responsive. The keypad cover was removed; contamination was present under the ok, up, down and contrast key contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.